Manufacturer narrative:
Multiple attempts were made to obtain information regarding the repair and operational status with no response from the reporter and cannot be determined. The resolution and disposition are unknown. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported the ventilator alarmed blower temperature high while on a patient. The ventilator was on a patient, and the patient was removed from the ventilator. There was no patient harm. The customer spoke with a remote service engineer (rse) and said the unit had been running for several days without stopping. The issue cannot be duplicated when running on a test circuit. The customer verified the error blower temperature high in the event log. No humidifier in use, unknown if patient room temperature was elevated or if unit fan/air vents were possibly blocked at time of incident. The rse advised the customer to perform an extended run. Annual periodic maintenance (pm) is due, and the customer will perform pm and performance verification testing, advised that blower assembly can be replaced as a precaution. The investigation is ongoing.